Event description:
It was reported that sheath detachment occurred. An opticross imaging catheter was used to view the lesion. During preparation, flushing was performed, but the saline did not come out from the flush lumen. When the drive shaft sheath was pulled to the proximal, there was considerable resistance. When it was pulled more it became separated. The procedure was successfully completed with the second device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of returned product revealed that the unit returned has the telescope section detached from the sheath assembly, the device has evidence of the male telescope flare form. There was no damage observed on the distal tip or guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The measure of the od flare in the telescope is measure within specification. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that sheath detachment occurred. An opticross imaging catheter was used to view the lesion. During preparation, flushing was performed, but the saline did not come out from the flush lumen. When the drive shaft sheath was pulled to the proximal, there was considerable resistance. When it was pulled more it became separated. The procedure was successfully completed with the second device. No patient complications were reported.